Manufacturer narrative:
(B)(4). Visual and functional inspections were performed on the returned device. The reported leak was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The investigation determined the reported shaft leak and noted damages appears to be related to operational circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initially filed MDR report, the following additional information was received: the nc trek was used for pre-dilatation and ballooned at 10 atmospheres. It was only after stent deployment, that the physician noted a leak in the shaft of the device before he planned on re-inserting the nc trek device again. Once the leak was noted, the device was not re-inserted for post-dilatation. There was no resistance noted during advancement or removal of the device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that during preparation of a 3.0 x 15mm nc trek balloon dilatation catheter, it was noted that there was a leakage at the shaft. The device was not used. Another same size device was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.